Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported when using the bd ultra-fine¿ insulin syringe, the device experienced foreign matter on the needle. The following information was provided by the initial reporter. The customer stated: on (B)(6) 2022, when the patient underwent surgery, something red was found on the needle of the disposable sterile insulin syringe, which was similar to rust. It was immediately replaced, and this phenomenon occurred when multiple syringes were opened.